Event description:
An imaging review was provided on 06mar2026. The image reviewer did not confirm a type 3 endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-90-zt. However, the image reviewer indicated that a type 3a endoleak was present on the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn:16-74-zt that was placed on the right. The focus of this report is the type 3a endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn:16-74-zt that was placed on the right.

Manufacturer narrative:
Correction: b5, d4 (model, catalog number, lot number, expiration date, UDI), d10 (concomitant products), h4 (device manufacture date). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: it is unknown if the complaint device will be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown type 3 endoleak was identified on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg of an unknown patient via angiogram imaging. Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Event description:
Additional information was provided on 17feb2026. Procedural notes are not available. The patient's pre-existing conditions and co-morbidities excluding the abdominal aortic aneurysm (aaa) are unknown. To treat the endoleak, additional ballooning was performed. No part of the procedure performed off-label or out of patient selection criteria. There were no difficulties noted in the implant of the grafts.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.